Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, when the physician delivered the stent to the target location, resistance was encountered and the physician was unable to advance the proximal end of the stent. The attempts to retract the outer sheath for deployment of the stent were unsuccessful. Also, the subject stent was identified to be partially deployed when the stent system was withdrawn out of the body for inspection. The subject device was reported to be replaced, and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient.